Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that aic operated without issue for approximately one hour. The control unit screen then went black for approximately two minutes before returning to the pump position screen. A brief ¿control unit malfunction¿ alarm appeared and immediately cleared. As a precaution, the control unit was replaced. No additional information was provided.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.